Event description:
The pt used the suspect device to check pt's blood glucose and obtained results of 136, 131, and 129mg/dl. Pt felt hypoglycemic and drank orange juice. Pt then called the paramedics. The emt's used their meter to check pt's blood glucose and the result was 59mg/dl. Pt was taken to the ER and given more orange juice and a 50% dextrose IV solution. Pt did not use glucose control solutions to check the accuracy of the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.